Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31490777m and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a non- ischemic ventricular tachycardia - right (r-isvt) procedure with an ez steer thermocool nav catheter and suffered a tamponade which required to drain the patient. During mapping of a pvc case, tamponade was reported and the case was stopped and drained the patient. No ablation was performed. The procedure was delayed due to the reported event. The procedure was not completed successfully. No other medical intervention required. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the physician pushed too much on the catheter. The outcome of the adverse event was fully recovered (no residual effects). This adverse event was discovered during use of the biosense webster, inc products. No use of generator or pump.